Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported he removed the sensor and the cannula part was missing. Customer did state he was having a hard time removing the needle. Customer was advised the cannula may have never been there or was stuck in the needle. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the senor cannula was retracted inside of the sensor; unable to confirm the customer received the sensor damaged due to the customer returned the sensor opened and used. Performed a visual inspection on the insertion needle for burrs, hooks and dull needle tips defects and none found the introducer needle passed per specifications.